Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test, rewind, prime/seating test and basic occlusion test. Unit was received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had scratched screen and broken belt clip. Customer states that they had two diagonal scratches so they cannot read the display. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of insulin pump and revert to discontinue use of insulin pump. Insulin pump will be return for analysis.